Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that five days following an intraocular lens (iol) implant procedure, the patient had an unexpected refractive outcome. The patient's auto-refraction was +1.25 of cylinder at 176. He reported that "it looks like I flipped the axis". Additional information was provided that the surgeon reported that the patient's current refraction is -2.00 with +2.00x176. The (steep) axis prior to surgery ranged from 97 to 105 degrees. Postop, the astigmatism was +2.00 at 176 degrees. So, it "flipped" from a with-the-rule to an against-the-rule astigmatism. The surgeon placed the iol on the axis close to the steep, preoperative axis, but ended up with the axis of the astigmatism approximately 90 degrees away. Thus, he says "looks like I flipped the axis". If the power of the cylinder in the iol is more than necessary, it can be a reason for flipping the axis. The patient was ucva 20/40. There were no patient symptoms reported and there was no report of impact on daily living reported. Additional information was provided by the surgeon, who reported that in his opinion "I do not consider flipped axis an injury just an adverse event". Additional information was received that the patient's auto-refraction was -2.00+2.00x172 on the second postoperative week.additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge with an unspecified handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the iol/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. (B)(4).